Event description:
Device #1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, during the procedure, the suture broke. The device was removed and a second proglide was attempted with the same results. A third proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: (B) (4). The device is expected to be returned for evaluation. It has not yet been received.